Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. Caller was instructed to call back if any malfunction codes reappeared and acknowledged the guidance provided.